Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was using a dexcom g7 and tandem insulin pump as a display device, inquiring if the sensor can still be used after the bleeding event that occurred on the same day of the report upon insertion. The patient initially used alcohol; however, it did not stop the bleeding, so the patient proceeded to use toilet paper. It was reported that on (B)(6) 2024 around 6 o'clock, the patient was driving away from the golf range to get something to eat when he ended up driving 40 miles away as he did not know what he was doing or where he was going. He said he was "out of it" and lightheaded. He was driving for about 30 to 40 minutes and then somehow pulled over to an exit ramp where a stranger came and called 911. At this time, the patient did not know he was experiencing hypoglycemia. At around 7:00 pm, paramedics arrived and treated him with dextrose (IV), and brought him to the hospital. At 7:15 pm, the patient was in the emergency room. There, they took a bg which was 40 or 45 mg/dl and the cgm reading was 70 or 80 mg/dl. At one point during the time of the report, dexcom¿s technical support verified if the readings mentioned were taken by the paramedics, to which the patient confirmed. The patient was discharged at 9:30 pm. The patient recovered from the symptoms 20 minutes after arriving at the hospital. The patient was only advised to check with his primary doctor or endocrinologist. There was no information about the treatment provided at the hospital. The patient reported that he thinks that his insulin pump automatically provided insulin when the cgm was reading high. The cgm was reading 40 units higher than the bg. Besides the exercise of hitting golf balls for an hour and a half, the patient got extra insulin, which he should not have received. At the time of the report the patient was perfectly fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
He said he was "out of it".

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "he said he was "out of it" and lightheaded. " h2: correction. H6: health effect - clinical code - correction to remove code 2194 dizziness.